Manufacturer narrative:
The received device had the cannula assembly partially deployed. The formed needle was visible in the exposed portion of the soft cannula and the pink slide insert did not fully move forward into the viewing window. Score marks were found on the underside of the top housing, indicating interference between the linkage assembly and top housing caused by a misalignment. This resulted in the needle not retracting after needle deployment. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle did not retract. The patient's blood glucose levels were 120 mg/dl. The pod was worn for less than an hour.